Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient alleges a revision was performed on an unknown date due to patient allegations of pain and loosening. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product identification and expiration date - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01327 & 0001825034-2013-05397).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure due to alleged pain and loosening. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to the calcar stem loosening. The operative notes confirm that the calcar stem, modular head, and taper were removed and replaced.